Event description:
Patient shocked while receiving therapy using metal electrodes for iontophoresis therapy. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation, and possible burn to the area beneath the electrode pads.

Manufacturer narrative:
This device is for export only. Eval results: q117, q111, q108 & shorted. En30464 & en3049 has addressed this problem. Control board software revision is 3.5, stimulator software revision is 2.2, ultrasound software revision is 2.5. Recommend returning to the service department for general product updates and to return to service. Over voltage of parts.